Event description:
It was reported patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited long charge time. No intervention was performed. Patient had no consequences and the patient would continue to be monitored.